Manufacturer narrative:
Investigation is ongoing. A supplemental report will be submitted.

Event description:
Edwards received notification that a patient with a 23 sapien xt for 5 years and 6 months, is experiencing symptoms due to stenosis. A 23mm s3 ultra was implanted with no complications.

Event description:
Edwards received notification that a patient with a 23 sapien xt for 5 years and 6 months, is experiencing symptoms due to severe bioprosthetic valve stenosis (0.71cm2), moderate regurgitation, and mean gradient 45mmhg. This event is MDR reportable. A 23mm s3 ultra was implanted with no complications. Per tte echo report at 5 years and 6 months, mean pressure gradient was 45mmhg. There is moderate regurgitation of the bioprosthetic aortic valve. There is severe stenosis of the bioprosthetic aortic valve. Echocardiogram at 5 years and 4 months showed possible thrombus. The patient was had been anticoagulated.

Manufacturer narrative:
Supplemental report is being submitted based on additional information received. Updated b5 and h6. Additionally, the device was not returned for evaluation, therefore a no product return engineering evaluation was performed. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, complaint was confirmed based off of echo report. Based on the limited information provided, the root cause for the valve degeneration approximately 5 years 6 months post valve implant may be related to the patients co morbidities and/or progression of the pre existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.